Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of stylus not working correctly, touchscreen needed to be reseated. It was noted that the left and right upper bullet and the left lower bullet were worn and the company logo button was worn. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus had a centering issue. The programmer was calibrated with a new stylus but the issue persisted. The product has been returned for service. There was no patient involvement.